Event description:
Per the clinic, the patient underwent a surgical procedure on (B)(6) 2014 to have a magnet placed on an existing fixture.

Manufacturer narrative:
(B)(4). The implanted device remains.